Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, reference 1032347-2016-00565 and 1032347-2016-00567.

Event description:
It was reported the lactosorb 2.0 mm system was implanted in the oral vestibule on (B)(6) 2016. Exposure of the plate was identified after two months. Inflammatory reaction was not observed. The plate and screws were removed on (B)(6) 2016.